Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed through radiographic evaluation. No product was returned; visual and dimensional evaluations could not be performed. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no trends were identified. No medical records were provided. X-rays provided were sent to hcp for review. It was noted that there was mild radiolucency at the bone cement interface anterior and posterior femur. No other concerns for instability were seen on the x-rays. From the information available, the root cause for the reported issue can be determined as human factors issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical product: unknown vanguard femoral, catalog#: unknown lot#: unknown. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10253, 0001825034-2017-10279. Product was discarded.

Event description:
It was reported that the patient was revised to address subluxation and instability. Attempts have been made and no further information has been provided.